Event description:
Same case as MFR's report # 6000089-2006-01509 and 6000130-2006-00191. It was reported that during an iliac stent placement treatment procedure, the zipwire guidewire jacket sheared off and the inner wire was exposed. A second wire was used to complete the case with no pt complications.current pt condition is reported as 'fine.'

Manufacturer narrative:
The device has not been received for analysis as of the date of this report.